Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, it was noted that the inner packaging was open. The device was not used and another device was used to successfully complete the procedure. No patient complications have been reported as a result of this event.